Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating an unknown lesion with this 2.50x15mm apex balloon catheter. The balloon ruptured at unknown atms. The device was removed from the patient intact. The procedure was completed with another apex balloon catheter. There were no reported patient complications. The patient status is listed as "good". Additional information has been requested and is not available.